Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump is stuck in a rewind complete/bolus delivery loop. The patient's blood glucose at the time of incident was well above 400 mg/dl. The customer stated that she changed her infusion set and her pump wouldn't allow her to complete the priming process. Troubleshooting was initiated and the issue appeared to be resolved. The customer was advised to revert to her medically prescribed back-up plan per health care provider's instructions and to have the pump replaced. Customer declined further troubleshooting or to have the pump replaced because she's going on vacation in two hours, and that she will call back if she has a problem. No products were returned or shipped.